Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced an unspecified cgm malfunction and a hypoglycemic event. The day of the event the patient experienced loss of consciousness, fell, and hit her nose. There was no allegation that the cgm would have been inaccurate, but the patient did not remember if an alert sounded for the low cgm value. Furthermore, around the time of the event the patient would have had an ¿issue¿ with the dexcom, but no further information was provided regarding this. An ambulance was called by the patient´s roommate and the patient was brought to the hospital. When a fingerstick was taken at an unknown point, the blood glucose reading would have 50 mg/dl, but it was not known what the cgm reading was at that time. The patient stated that she received insulin as treatment, but no treatment for the hypoglycemia was mentioned. At the time of the report, which was 3 days after the event date, the patient was still at the hospital, but had stabilized. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. There were no reported glucose values available to search within the parkes error grid calculator. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional. H6: type of investigation - additional information. H6: investigation findings - correction. H6: investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On 02/23/2025, it was reported that the patient experienced an unspecified cgm malfunction and a hypoglycemic event. The day of the event the patient experienced loss of consciousness, fell, and hit her nose. There was no allegation that the cgm would have been inaccurate, but the patient did not remember if an alert sounded for the low cgm value. Furthermore, around the time of the event the patient would have had an ¿issue¿ with the dexcom, but no further information was provided regarding this. An ambulance was called by the patient´s roommate and the patient was brought to the hospital. When a fingerstick was taken at an unknown point, the blood glucose reading would have 50 mg/dl, but it was not known what the cgm reading was at that time. The patient stated that she received insulin as treatment, but no treatment for the hypoglycemia was mentioned. At the time of the report, which was 3 days after the event date, the patient was still at the hospital but had stabilized. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information to the first follow up report is required. It was clarified that there was no allegation of inaccuracies. Data investigation was further reviewed. On 02/23/2025, the app delivered urgent low soon alerts with 0 percent volume from 10:45 am to 11:10 am. The app delivered urgent low alerts with 0 percent volume at 11:15 am, 50 percent volume at 11:20 am, and 100 percent volume from 11:25 am to 01:21 pm with estimated glucose values (egvs) dropping to low (less than 40 mg/dl). The urgent low soon alerts did not have volume as alwayssound was disabled. The device functioned within specifications and patient settings. Data investigation confirmed no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode which is misuse of the device. No additional patient or event information is available.